Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that impedances were greater than 10000 ohms on some electrode pairs. The patient states they are getting good pain relief and the patient is using a type of programming that does not have stimulation sensation. The patient reports that new pain has shown up over the last two weeks.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.